Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - as the unit has not been returned a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Same case as MFR# 2134265-2011-00892 and 2134265-2011-00957. It was reported that post a stenting treatment procedure, a patient death occurred. In (B)(6) 2011, the lesion being treated was located in the proximal right coronary artery (rca). A 3.0x23mm promus stent was implanted and the procedure was successfully completed. The following day, the lesion being treated was located in the calcified left main (lm) to the mid left anterior descending (lad). An intra-aortic balloon pump (iabp) was placed. The lm to the mid lad was predilated with a 2.25x15mm apex balloon, inflated to 8atm, 12atm and 14atm. Ivus was performed with atlantis sr pro2. Additional balloon inflations of the lm to the proximal lad were performed with a 2.5x15mm non-bsc balloon, inflated to 14atm, 18atm and 20atm. A 2.5x20mm taxus liberte stent was implanted in the proximal to mid lad, inflated multiple times and a 3.0x12mm taxus liberte stent was implanted in the lm to proximal lad, inflated to 12atm, 14atm, and 16atms. The two stents were overlapping. Dilatation was performed in the lm with a 3.5x15mm non-bsc balloon, inflated 14atm and 16atm. Then a kissing balloon technique was performed with a 3.5x15mm non-bsc balloon in the lad and a 2.5x15mm non-bsc balloon in the left circumflex (lcx). Ivus was performed with atlantis sr pro2 and the procedure was completed. Iabp was removed. Medications given included: aspirin, clopidogrel, protamine, and heparin. One hour post the stent implant procedure, the patient complained of chest pain, became unconscious/comatose, and had no pulse. A pacemaker had been implanted, implant date and details are not known, but this made no difference. Access was obtained via the femoral artery. Angiography identified a total occlusion beginning in the proximal lad. Thrombus was not confirmed; something "smoke/blur" like was identified. Percutaneous cardio-pulmonary support system (pcps) was placed. Thrombectomy was performed. Dilatation was performed with a 2.5x15mm non-bsc balloon in the proximal to mid lad. Another inflation was performed with a 3.75x15mm non-bsc balloon to further dilate the 2.5x12mm taxus liberte stent which was deployed in proximal lad. Timi flow 3 was confirmed. The pcps remained inserted and patient was still unconscious. The physician commented that the protamine was administered post procedure was considered one of the causes of thrombosis. Two days post the stent implant procedure, the patient expired, due to multiple organ failure.